Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 on the home choice (hc). The technical service representative (tsr) explained the alarm. The tsr instructed the home patient (hp) to end therapy and start over with new supplies or do continuous ambulatory peritoneal dialysis (capd). The hp stated she was at fifty percent of the way through therapy so she was just going to quit for the night. The tsr assisted the hp to end therapy. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. The pdn stated she was not aware of the alarm or missed therapy. The pdn stated the hp was in the day before and was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.